Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a solid white display. The customer's blood glucose was 22.2 mmol/l. It was also stated that the customer had a high blood glucose when they got to the hospital. The customer was assisted with the troubleshooting for the blank display. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to perform displacement test or complete functional test due to blank display. Device also received with cracked case(battery tube), cracked battery tube threads, broken belt clip rails and missing serial number label.